Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was below 30 mg/dl. Customer advised they passed out at work 4 years ago and the paramedics arrived. Troubleshooting for low blood glucose was performed. Customer advised the paramedics gave them a glucose injection. Customer advised there was another time they passed out after leaving the doctor's office and they could not find their house. Customer was pulled over by police and his girlfriend had him eat sweets. Customer advised the police took them to a donut shop. Customer was advised by their healthcare provider to keep a log of their low blood glucose.